Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to a printed circuit (dp) board failure. The cause of the printed circuit (dp) board failure was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation that the video component port had no output was confirmed due to a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a procedure for a therapeutic laparoscopic surgery at the video system center, there was no output on the video component port. The intended procedure was completed with a similar device without delay, and the patient was not under anesthesia. There was no patient harm associated with the event.